Event description:
It was reported that an occlusion alarm occurred. Reportedly, the customer was using humalin u-500 insulin with the pump. Tandem customer technical support informed customer that humalin u-500 insulin is off-label per the user guide. System check was performed by tandem technical support and no issues were identified. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.